Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had an inoperable on/off key and setup keys. The cause was identified to be known good keypad was used to correct problem. Keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had an inoperable on/off key and setup keys . No additional information is available.